Event description:
It was reported by the customer that a bbd pyxis¿ anesthesia station es had a fatal error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a fatal error. A field service engineer escalated the work order to customer support center (csc) for d: drive space issue. The csc agent resolved the space issue by clearing up space on d drive and customer to dial in. Customer later confirmed station was up and running and case was closed. The system functioned as intended after the field service engineer and csc agent troubleshot the device.